Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). This report was mailed to FDA on: 06/26/2014. (B)(4).

Event description:
A nurse reported that the surgeon experienced fluid/air exchange problems with the straight light pipe of the valve entry system during surgery. Two patients experienced eye collapse during the fluid/air exchange process. The issue was resolved by ejecting the initial cassette/tubing and resetting with stand alone. Additional info has been requested but not received to date. There are three MDR's being filed for this facility. This report is for the first pt that experienced eye collapse during the fluid/air exchange process.